Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (525 mcg/ml at 107 mcg/day), dilaudid (5 mg/ml at 1.0190 mg/day), and bupivacaine (3.5 mg/ml at .7133 mg/day) via an implanted pump. The patient¿s medical history was spasticity and chronic pain. The indication for pump use was intractable spasticity. It was reported that the patient had a new catheter placed today because they had decreased pain relief and a failed dye study. The old catheter was partially explanted, and the remainder of the catheter was tied off in the pump pocket. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved at this time, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-oct-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.